Manufacturer narrative:
It was reported the foley catheter was leaking and required replacement. Additional information received by representative, (B)(6) health agency, who provided additional information related to this incident. Reporter states, the foley catheter placed/inserted in the patient (patient information not provided) on (B)(6) 2020. Reporter states the foley catheter balloon tested with 10cc of sterile water prior to insertion without issue noted at that time. Reporter states (B)(6) 2021, foley catheter was reported to be leaking by patient. Reporter states, after assessment the foley catheter was removed and replaced without incident. Reporter states, no serious injury or follow-up care was required. Reporter states no sample is available for return and evaluation. As a result, a root cause will be difficult to determine. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the foley catheter was leaking and required replacement.